Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of devices, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. The concerned MRI does not seem to have influenced the device's functionality. However, to determine an exact root cause of failure a device investigation at the explanted device is necessary. The device was explanted but, despite requested, has not been received for investigation.

Event description:
The user reported a loss of hearing sensation after hearing a cracking noise from the device. Re-implantation was performed on (B)(6).2019. Despite requested, the concerned device has not been returned for investigation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a loss of hearing sensation after hearing a cracking noise from the device. Re-implantation was performed on (B)(6) 2019.